Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and cannot rewind. The customer's blood glucose reading was 129 mg/dl at the time of incident. Troubleshooting found that the keypad is not responsive when the button is pushed to take the pump to the rewind process. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The keypad connector found close was properly during our visual inspection. No unexpected low reservoir. Rewind feature works properly. The currents are within specifications. No unexpected failed battery. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump minor scratched lcd window cracked near the display window corners and cracked reservoir tube lip.